Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article: "transcatheter aortic valve implantation for failing surgical aortic bioprosthetic valve" authors nicolo piazza et al, the following valve in valve events were identified as pertaining to edwards devices: patient nr. 7 (#286) a 67-year-old lady with a 23mm an unknown valve implanted in the aortic position underwent a valve in valve procedure after an implant duration of 3 years due to aortic stenosis (mean gradient 51mmhg) a 26-mm edwards transcatheter valve was implanted within using the transapical approach. Mild paravalvular aortic regurgitation was observed after the procedure.